Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support, that they were unable to open the cassette door and there was fluid leaking everywhere. The patient was connected during the incident. The patient stated an unknown alarm was received on the cycler. Fluid was discovered in the pump module area and on the external of the cassette. Fluid reportedly leaked from the bags and the cassette. The film on the back of the cassette was not loose. It is unknown at which point in treatment the leak began. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating that fluid had leaked from the cassette and from the drain bags. There was no fluid leak from the solution bags. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete treatment on the day of the reported event. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the patient retained the cycler set sample for return. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that they were unable to open the cassette door and there was fluid leaking everywhere. The patient was connected during the incident. The patient stated an unknown alarm was received on the cycler. Fluid was discovered in the pump module area and on the external of the cassette. Fluid reportedly leaked from the bags and the cassette. The film on the back of the cassette was not loose. It is unknown at which point in treatment the leak began. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating that fluid had leaked from the cassette and from the drain bags. There was no fluid leak from the solution bags. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete treatment on the day of the reported event. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the patient retained the cycler set sample for return. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.